Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended.

Manufacturer narrative:
.